Event description:
It was reported that (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the hdh05 stopped working and the handpiece was warmer than normal. The adaptor end of the blade was expanded. The luke handpiece was used. The case was finished with electrocautery.